Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas instructions for use (IFU), rev. G and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2021 the patient experienced low battery alarms when their batteries were each charged to 3 bars. While in the clinic the system controller was interrogated, and low voltage alarms were also discovered. The patient recalled this only occurred while using batteries and not the power module. The brass connections on the patient's battery clips were worn and the clips were replaced. The prongs in the battery connections and the black and white power cables were intact, but the patient's driveline was somewhat damaged and had rescue tape on it. On both (B)(6) 2021 the patient reported the same alarms occurred when the batteries were at 3 bars along with a yellow diamond low battery advisory alarm. The batteries were issued on (B)(6) 2021 and the manufacturer date for those 8 batteries was (B)(6) 2021. These batteries were checked and none needed to be calibrated. It was noted that the system controller was more than 4 years old and that the black and white power cables were worn. Additionally, both the system controller bend reliefs were broken, which was identified as a potential cause of the events. The patient's system controller was replaced and no further alarms were noted. Related manufacturer's reference number: 2916596-2021-05610.